Event description:
During a c3-6 anterior cervical discectomy and fusion, the surgeon implanted the first seven (7) screws w/o incident, however, on the final screw; he was unable to pass the screw through the blocking ring (locking mechanism) on the plate. Surgeon tried a total of three (3) screws and none would pass through this blocking ring on the plate. Surgeon then removed all the hardware, and implanted another vectra 51mm plate w/o incident. This is 2 of 4 reports for the same event.

Manufacturer narrative:
The notches on the screws as well as the mark on the underside of the plate indicate that the screws were most likely inserted at an angle that would not allow the screws to lock to the plate. If placed at a steep enough angle threads of the screw will interfere with under side of the plate. Once the initial screw hole is prepared, that trajectory most likely caused the subsequent screws to also be implanted in a way that would not allow them to properly seat into the plate. During the eval these screws were used on remaining undamaged holes in the plat and all were able to fully seat with the clips fully blocking the screw heads. The design risk assessment was reviewed and found to be adequate for the intended use. W/o a lot number the device history records review could not be completed. Investigation is on-going.